Manufacturer narrative:
As of (B)(6) 2017 the initial complaint by the customer did not indicate that an MDR would be required. However, the consumer stated on (B)(6) 2017 that she required treatment. Based on the information received, aso opted to file an MDR. Aso has reviewed records of biocompatibility tests as well as reviewing the manufacturer's summary with no issues detected.

Event description:
The initial report on (B)(6) 2017, customer stated that the product caused her an irritation in the shape of the product. However, on (B)(6) 2017 the consumer sent the completed cir indicating that she required treatment.